Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02179.

Event description:
Related manufacturer reference number: 3006705815-2019-02179. It was reported the one of the patient¿s leads has high impedances. Reprogramming was initially able to address the issue. It was later confirmed that the left lead has fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The patient weight should have been (B)(6). Rather than (B)(6).

Event description:
Related manufacturer reference number: 3006705815-2019-02179. Additional information received indicated that surgical intervention was undertaken wherein the left lead was explanted and replaced. Reportedly, effective therapy was achieved post-operative.